Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, unknown part number suture with an anchor attached to it was received for investigation. The received device did not match the complaint's alleged device. Visual evaluation of the returned device noted that the thread of the screw had nicks, and damage was also observed on the head of the screw, suggesting that the device was in contact with another device or excessive force was used during use. No damage was noted on the suture. It was confirmed that the device was not an ar-1934pf-24-1 "suture anchor, peek suturetak 2.4x12.4mm¿" as expected. Functional testing was performed by moving the sutures to check for resistance; no issues were found. A failure cannot be considered because the received device does not match the complaint allegation. No problem was found related to the complaint allegation. The complaint allegation is not confirmed due to the incorrect device being returned.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery, the anchor detached from the suture after insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.